Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During transport the flows became saturated. The pump was replaced with another. In addition, it was noted that the access site had been bleeding, fem stop was applied, and blood products were transfused. It was noted that the bleeding was controlled.

Manufacturer narrative:
The investigation for saturated flow has been completed. The saturated flow was unable to be reproduced in the lab, with the pump running over multiple days at p9, flows measuring between 3.7-3.9 l/min. Thus, it is most likely the saturated flows were due to ingested biomaterial causing increased load on the motor. The root cause of the inaccurate high flow was ingested biomaterial applying resistance to the pump rotor. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The us complainant had a cp supporting a patient with post-pci need for support. The patient was transferred to tertiary center. During transport the flows became saturated max4.3/min4.2 with mc mean of 1060. The patient was taken to the ccl for a new pump. In addition, it was noted that the site had been bleeding, fem stop was applied, and the bleeding was controlled however the patient received a unit of blood.